Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the drawer opened but the cubie did not when attempting to issue morphine for patient. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the cubie did not open. A technical support specialist (tss) instructed customer how to open cubie and advised that if the cubie still fails to open, they should contact the director of nursing (don). The system functioned as intended after the technical support specialist investigated the issue.